Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the unit was leaking. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the unit was leaking. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.